Event description:
Information received from a journal article indicates a study involving biolox delta ceramic heads and other devices including mallory-head ringloc pps shells, universal ringloc pps shells, arcom liners, biolox delta modular femoral heads, zirconia ceramic modular heads, and mallory-head press-fit pps stems, with the devices being implanted starting in (B)(6) 2000. For the trial group, four revisions were reported. A femoral stem was revised due to migration and lack of bony ingrowth. An acetabular liner was revised due to osteolysis. A femoral head was revised due to fracture. An acetabular cup was revised due to instability and multiple dislocations. For the control group, three revisions were reported. A modular head and acetabular cup were revised due to dislocation and instability. Two other patients underwent acetabular cup revisions following recurrent dislocation. No further information has been received to date.

Manufacturer narrative:
Event date - multiple unknown event dates. Implant date - multiple unknown implant dates. Explant date - multiple unknown explant dates. Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse affects, number one states, "material sensitivity reactions." Number four states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." Number eight states, "dislocation and subluxation due to inadequate fixation and improper positioning." The product and lot identification necessary to review manufacturing history were not provided.